Event description:
It was reported that multiple cartridges was leaking. Customer prefilled the cartridges for vacation. Cts explained the dangers of pre-filling the cartridges. Customer loaded a new cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.